Event description:
It was reported that, during a meniscal repair, the upper jaw of the novostitch did not work, it could not be manipulated. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported. Patient's status is normal. As per investigation results the articulating bar on the upper jaw is broken.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the ctx-r001 cartridge in place. The articulating bar on the upper jaw is broken. The cartridge is damaged, with the suture string outside the channel. A functional assessment of the device found it is unable to function as designed due to the broken hinge on the upper jaw. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per the response from the reporter, the device did not break, the upper jaw was not working, it could not be manipulated but nothing detached from the device construction. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the upper jaw of the novostitch was broken. It is unknown whether the event happened during surgery, if there was patient involvement or if there was a delay, however, there was a back-up device available no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).